Event description:
Report received of air in the tubing distal to the in-line filter. It was reported that the homecare patient was receiving tpn infusion via a single lumen PICC line. The set was primed via the pump. After the infusion was initiated, air was noted past the in-line filter. The therapy was resumed using another manufacturer's infusion pump. There were no reported changes in the patient's blood glucose level or of air having infused into the patient. There were no reported adverse effects to the patient and no delay of critical therapy. Though requested. No additional information provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number of the device that was in use is unknown.